Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the cause of the charging issues were not reported and no known actions were taken to resolve the issues. It was reported that the patient kept charging and it eventually went to 100 percent. The patient's weight was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was charging the ins for a very long time. They stated it could take 4 hours to go from 0 to charged. They also stated it could take over an hour at excellent connection to charge from 30-40%. A replacement recharger was sent. No patient complications were reported as a result of this event.

Event description:
Additional information was received from the patient. It was reported that the patient was charging the ins for a very long time. They stated it could take 4 hours to go from 0 to charged. They also stated it could take over an hour at excellent connection to charge from 30-40%. A replacement recharger was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a consumer via a manufacturing representative (rep) regarding patient with an implantable neuro stimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported patient is charging too often. Rep reported that patient has been charging for 1 hour with excellent quality and did not change the speed of charging. Reports during that one hour the charging went from 40-50% charge. Troubleshooting not possible due to lack of access to product. No patient symptoms or complications were reported in this event.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that he patient is continuing to have an issue with needing to charge her implantable neurostimulator for a long time. She has been charge the implantable neurostimulator for 6 hours and the implantable neurostimulator was still only 30% full. Sometimes it will take her 5-6 hours to charge the implant and it is still not fully charged. The manufacturer representative had the patient try to remove the lithium ion battery pack and reinsert it before charging her implantable neurostimulator. She has down this once or twice and noticed that the implantable neurostimulator does charge quicker when she does this and takes maybe an hour or 1.5 hours to charge. The patient noted that the implantable neurostimulator charged quicker the week prior to the report and she had not done anything different. The patient monitors the implantable neurostimulator when it is charging and it always says excellent, and the recharging speed is set to 4. The patient was planning on following up with their health care provider about having to charge the implant for a long time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient had to charge for 4 hours to get any charge in their ins. They also noted that sometimes it doesn't charge at all when it was over their ins. The representative checked their charging history and it showed their average charge as being 19 minutes and they charged the ins to 100% most times. The patient was instructed to call patient services for troubleshooting/re-education when they were home with all the necessary equipment. No further complications reported.